Manufacturer narrative:
Device passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy at 0.08660 inches. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer noted. The motor was tested outside of the device and passed. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's retainer ring was damage. The user alleged the insulin pump was over delivering insulin due to low unexplained blood glucose. The customer was assisted with troubleshooting for low blood glucose. The customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. It was unknown that auto mode feature was active or not at the time of event. The customer stated that the insulin pump was possibly exposed to high magnetic fields. Customer stated that they performed displacement test and insulin pump did pass it. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.